Event description:
It was observed during device inspection the adhesive on a-rubber has foreign objects.there was no patient involvement in this reported event

Manufacturer narrative:
The subject device was evaluated and evaluation noted the device adhesive on a-rubber ( bending cover adhesive) has foreign objects. Based on investigation the root cause of the reported event cannot be conclusively identified. Probable cause could be due to use/handling issue. Olympus will continue to monitor field performance for this device.